Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process.failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair.a review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number.a complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 the implementation date of the erp system. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
11/21/2018 05:55:44 rfc_repairs (rfc_repairs) po for (B)(6). 12/06/2018 08:52:38 (B)(6). Physical damage. Customer stated broken/damaged was confirmed. Found damaged lcd screen, broken case at front. The old logic board p/n 136747-1-2 not compatible with a new display module, replaced it a new logic board p/ntc10008147 per service bulletin 608. The nicad and lithium batteries failed to hold charge. Replaced them with new parts. 12/06/2018 09:34:51 (B)(6).(B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to (B)(6) 2004 the implementation date of the erp system. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).